Manufacturer narrative:
The device is not available for eval. If add'l info is provided, the eval results will be submitted in a supplemental report.

Event description:
It was reported that, "loose/subsided accolade stem."